Event description:
A physician was attempting to insert a central line when the guidewire broke off in the patient. Insertion was attempted a second time and physician claimed wire end broke off in patient again. A chest x-ray was taken and was negative. Physician indicated that excessive force was not applied, especially with the second attempt. Physician questioning flaw in tensile wire strength. Third attempt was successful with central line placement. No adverse outcome to patient as a result of first two attempts.